Manufacturer narrative:
(B)(4). Concomitant medical products: 115310, versa-dial glenosphere standard, 626240. 115370, cobalt chrome standard humeral tray, 597170. Xl-115363, arcomxl standard humeral bearing, 073050. 113631, comprehensive humeral stem¿mini, 950590. Therapy date - (B)(6) 2016. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-09921, 0001825034-2018-09922, 0001825034-2018-09923, 0001825034-2018-09924. Patient not yet revised.

Event description:
It has been reported that patient had initial comprehensive reverse shoulder arthroplasty. Four (4) months post initial surgery, patient had abscess on incision site. Six (6) months later, irrigation and debridement was performed where abscess was opened and cleaned and cultures were taken. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.